Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation, however, the last strip was used from the vial and there are no strips remaining to return. The product is not expected for return. If any product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.".

Event description:
We received an allegation of questionable inr results with coaguchek vantus meter serial number (B)(4) compared to an unknown laboratory method. The result from the laboratory at 6:00 p.m. Was 2.9 inr. The result from the meter at 7:00 p.m. Was 3.8 inr. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr.